Manufacturer narrative:
Analysis: the sample disposition is unknown; therefore, a device evaluation is unable to be performed. The lot history review could not be conducted because the lot number, although requested, was not provided by the literature articles contact. The DHR review also was not conducted because the facility did not provide the lot number. Conclusion: the actual sample disposition is unknown. The DHR review was not conducted because the literature article did not provide the lot number. Although requested, it is unknown if the embolic event was seen after pre-dilatation, study device treatment or post-dilatation. No surgical intervention was reportedly performed related to this embolic event. The patient status was requested, but is unavailable at this time. Based on the instructions for use (IFU), the occurrence of an embolism is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through the journal of the american college of cardiology that a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the superficial femoral artery (sfa) and allegedly an embolism occurred. Although requested, it is unknown if the embolic event was seen after pre-dilatation, study device treatment ,or post-dilatation. No surgical intervention was reportedly performed related to this embolic event. The lutonix dcb disposition is unknown and is not available for evaluation. The product identifiers and patient status were requested, but are unavailable at this time. No adverse patient outcomes were reported.